Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, the guidewire tip was shaped 45 degrees, flush was given inside the microcatheter when the guidewire was inserted, and the introducer was used when inserting the guidewire. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during an unruptured cerebral aneurysm procedure the subject guidewire was inserted into the microcatheter using guidewire introducer. However, the subject guidewire coating was found to be peeling. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an unruptured cerebral aneurysm procedure the subject guidewire was inserted into the microcatheter using guidewire introducer. However, the subject guidewire coating was found to be peeling. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.